Event description:
It was reported that the device exhibited a high bipolar lead impedance of 1902 ohms and an increase in capture thresholds. Previous impedance readings ranged from 1300 ohms to 1700 ohms. The capture threshold was 3.3 v, 0.58 ms, up from 2.7 v, 0.58 ms one year ago. The capture thresholds were the same in unipolar as in bipolar, but the unipolar lead impedance was 535 ohms. The device was left in the unipolar configuration.